Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak at maxzero connection site while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection site was not confirmed. Visual inspection and several variations of functional testing showed no fault with the two returned sets. The root cause was not identified.